Event description:
It was reported that there was an incorrect measurement of a high ventricular rate episode on the pacemaker. No changes or intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not provided.